Manufacturer narrative:
The 26mm sapien 3 ultra valve was returned to edwards for evaluation. The valve was received crimped onto the delivery system and exposed through the esheath liner. Visual inspection of the valve revealed 1 bent strut at the inflow. Multiple struts were exposed through the skirt, which is normal after crimping and use. Post valve expansion, all struts were exposed through the skirt, which is normal after use. The leaflets were torn and dehydrated due to storage condition during the return handling process. One strut at the inflow was bent outward 90 degrees. The frame was distorted/canted. No case imagery was provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed through the evaluation of the returned device. However, no manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'a second 14fr esheath was prepared and the insertion was also 'tight', but the sheath was able to be inserted. A second 26mm sapien 3 ultra valve was inserted, but also could not be advanced past the skin line. Extreme force was used, and the valve went through the sheath liner', and 'prior to the preparation of a third system, the surgeon was called back into the room. During the inspection of the access site is was determined that the initial cutdown was in the external carotid, not the intended common carotid. A new cutdown was performed in the correct location. The third sheath and valve were successfully used for the procedure'. Additional from training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', and 'do not over-manipulate the sheath at any time'. Per IFU, 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications'. In this case, the initial access vessel (external carotid artery) could be too narrow or undersized. The undersized vessel could restrict the expansion of sheath, and it led to high resistance or 'tight' as reported during the delivery system advancement. So, if excessive force was applied to overcome the high resistance, it could lead to further valve bent strut at inflow. Although a definite root cause was not able to be determined, available information suggests that procedural factors (used undersized access vessel/ excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021- 03719.

Event description:
Pre-decontamination evaluation of the returned sapien 3 ultra valves and esheaths indicated each valve had at least one bent valve strut. Damage to the both sheath shafts was also noted. As reported, prior to the tavr procedure, it was determined that the transfemoral approach was not an option due to the heavy calcification in the access vessels. The transcarotid approach was selected. Insertion of the initial 14fr esheath was reported to be 'tight', but the sheath was able to be inserted into the patient. A 26mm sapien 3 ultra valve and delivery system were then inserted into the sheath. The valve could not be advanced past the skin line of the cutdown access site. Extreme force was applied, resulting in the valve going through the liner of the sheath. The entire system was removed without injury to the patient. A second 14fr esheath was prepared and the insertion was also 'tight', but the sheath was able to be inserted. A second 26mm sapien 3 ultra valve was inserted, but also could not be advanced past the skin line. Extreme force was used, and the valve went through the sheath liner. All devices were removed without injury to the patient. Prior to the preparation of a third system, the surgeon was called back into the room. During the inspection of the access site is was determined that the initial cutdown was in the external carotid, not the intended common carotid. A new cutdown was performed in the correct location. The third sheath and valve were successfully used for the procedure. At the time of the report, the patient was in stable condition.